Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve laparoscopic procedure, the 45 mm load did not fire, they changed the load for the second time and did not fire, they put a third load of 60mm did not fire, they changed the stapler for another lot and it ran normally, but the loads were not used in this other stapler because they pre-fired. There was no patient injury.